Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and, h10. Review of the most recent repair record identified the following related repair: tech found that the unit's machined head was damaged, the motor speed was unstable, and there was corrosion on the needle bearing and reciprocation arm. Tech replaced the motor, machined head, pin, needle bearing, and reciprocation arm. The unit was calibrated, tested, and returned to service. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - united arab emirates.

Event description:
It was reported that the device was not cutting properly. After trouble shooting, it was discovered that there was water inside the handpiece. The event occurred during a surgery, however there was no patient harm/injury. A 20-minute delay was reported as an additional device was used to complete the procedure. No medical intervention or additional surgical procedures were required. Due diligence is complete. No additional information is available.